Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient stated that the battery site was too superficial and was rather uncomfortable. It was also reported that there was a problem with the battery not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4) .

Event description:
A report was received that the patient stated that the battery site was too superficial and was rather uncomfortable. It was also reported that there was a problem with the battery not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient stated that the battery site was too superficial and was rather uncomfortable. It was also reported that there was a problem with the battery not holding a charge. The patient will undergo an ipg replacement procedure.